Manufacturer narrative:
No additional information was provided by the customer. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. H5 has been corrected to indicate that the product is a single use product. (B)(4).

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us reported the generation of discrepant results for 1 patient during initial and repeat testing with the cobas sars-cov-2 & influenza a/b test. It was noted the same sample collection was used for both the initial (using liat analyzer) and repeat testing (once, using a separate liat analyzer and second, using a cepheid analyzer), which used different analyzers, and negative results were reported. No additional information is available. The negative results were reported. No harm or injury was indicated.